Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05290 and -07038).

Event description:
Legal counsel for plaintiff reported that patient underwent left metal-on-metal hip arthroplasty on (B)(6) 2006 and right metal-on-metal hip arthroplasty on an unknown date. Plaintiff's legal counsel further reported that a left hip revision procedure occurred on (B)(6) 2007 and a right hip revision procedure occurred on (B)(6) 2008 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, elevated metal ion levels, metal poisoning and metallosis. A review of invoice history confirmed the initial surgery date for the left hip and both revision surgery dates; however, an invoice could not be located to confirm the date of the initial right total hip arthroplasty or what components were originally implanted in the right hip. Additionally, the invoice for the initial left hip procedure on (B)(6) 2006 revealed that a metal-on-polyethylene hip was implanted. The invoice for the left hip revision procedure on( B)(6) 2007 indicates the modular head and femoral stem were removed and replaced. The invoice for the right hip revision procedure on (B)(6) 2008 indicates the modular head and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s operative (op) notes dated (B)(6) 2007 reports patient underwent a left hip revision due to loosening of the femoral component. The stem was removed and replaced.